Manufacturer narrative:
G4: 01oct2020. B4: (B)(6)2020. A navigation ring was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jan2020.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported the navigation ring failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the front bezel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.